Manufacturer narrative:
The autopulse platform (s/n (B)(4)) involved in the event was returned to zoll circulation on (B)(4) 2013 and was analyzed. Visual inspection showed no non-conformance. Review of the autopulse archive data showed a user advisory 2 - compression tracking error that occurred on the first compression. This typically occurs if the patient is misaligned on the platform or if the lifeband is opened. User advisory 7 (discrepancy between load 1 and load 2 too large) was also noted. During functional test, the platform passed all testing. The reported user advisory 2 and user advisory 7 could not be duplicated. The load cell characterization confirmed both load cell modules are functional and are within specification. Note: the following MFR # are for the two autopulse nimh battery that were referenced in the complaint. Autopulse nimh battery with s/n (B)(4): 3003793491-2013-00536. Autopulse nimh battery with s/n (B)(4): 3003793491-2013-00537.

Event description:
The customer reported to a zoll distributor that during a patient event, the device displayed user advisory 002 and user advisory 007 error messages. There was no additional information or adverse patient sequelae reported. The autopulse platform with serial number (B)(4) was returned to the distributor and the archive data was collected. Performed 120 times of compression with use of battery: sn (B)(4)and later errors (user advisory 002 and user advisory 007) occurred. Additionally performed 112 times of compression with insertion and removal of the battery sn (B)(4) but same errors (user advisory 002 and user advisory 007) were observed. Changed the battery to sn (B)(4) and performed 146 times of compression but the error (user advisory 002) occurred again. When removing and inserting the battery sn (B)(4) again, errors (user advisory 044 and user advisory 013) with message of "low battery" on lcd was observed. Tried to use batteries sn (B)(4) alternately but the error user advisory 013 could not be cleared and the platform stopped.